Manufacturer narrative:
The complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that while removing some cortex material during an intraocular lens (iol) implant surgery, a posterior capsule tear was noted. This occurred before the lens entered the eye. The surgeon the implanted the lens and pressurized the eye with viscoelastic to make measurements. At this point the capsule re-dialyzed. The lens was removed and replaced with a sulcus lens. No vitrectomy was performed. The surgeon does not blame the lens for the event since there was a posterior capsule tear noted before implanting the lens. Additional information has been requested.